Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. During functional testing, the device was found to deliver +3.6% to +7.384% over the programmed amount . The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the accuracy check five times in a row during testing. There was no patient involvement. No additional information is available.